Event description:
As reported, a crack and leakage was noted on 6f .070 jr 3.5 vista brite tip catheter handle. The device damage was observed during use. The case was completed by switching to a new catheter, specifically a jr3.5. There was no reported injury to the patient. The packaging showed no signs of damage. The product had been stored in a standard storage cabinet. No anomalies were noted when it was removed from the package or when pulled out by the hub. The device was prepped according to the instructions for use (IFU) without any difficulty. The access site was the radial artery, and no resistance, excess force, or tracking difficulty occurred while advancing through the vasculature. The intended procedure involved the left anterior descending artery, where the lesion showed mild calcification and no vessel tortuosity. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a crack and leakage were noted on 6f .070 jr 3.5 vista brite tip catheter handle. The device damage was observed during use. The case was completed by switching to a new catheter, specifically a jr3.5. There was no reported injury to the patient. The packaging showed no signs of damage. The product had been stored in a standard storage cabinet. No anomalies were noted when it was removed from the package or when pulled out by the hub. The device was prepped according to the instructions for use (IFU) without any difficulty. The access site was the radial artery, and no resistance, excess force, or tracking difficulty occurred while advancing through the vasculature. The intended procedure involved the left anterior descending artery, where the lesion showed mild calcification and no vessel tortuosity. The 6f .070 jr 3.5 100cm catheter was received non-sterile and coiled inside a clear plastic bag. The device was unpacked for evaluation. Visual inspection identified a cracked condition on the hub of the unit, with no other visible damage or anomalies observed at naked eye on the inspected components. Functional analysis was performed by connecting the catheter to a standard lab sample syringe, during which a crack on the hub was confirmed and leakage was observed originating from the cracked area. The evaluation confirmed that the cracked hub resulted in leakage at that location. The reported ¿luer hub~cracked¿ was observed during the product evaluation. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Event description:
As reported, a crack and leakage was noted on 6f .070 jr 3.5 vista brite tip catheter handle. The device damage was observed during use. The case was completed by switching to a new catheter, specifically a jr3.5. There was no reported injury to the patient. The packaging showed no signs of damage. The product had been stored in a standard storage cabinet. No anomalies were noted when it was removed from the package or when pulled out by the hub. The device was prepped according to the instructions for use (IFU) without any difficulty. The access site was the radial artery, and no resistance, excess force, or tracking difficulty occurred while advancing through the vasculature. The intended procedure involved the left anterior descending artery, where the lesion showed mild calcification and no vessel tortuosity. The device will be returned for evaluation.

Event description:
As reported, a crack and leakage was noted on 6f .070 jr 3.5 vista brite tip catheter handle. The device damage was observed during use. The case was completed by switching to a new catheter, specifically a jr3.5. There was no reported injury to the patient. The packaging showed no signs of damage. The product had been stored in a standard storage cabinet. No anomalies were noted when it was removed from the package or when pulled out by the hub. The device was prepped according to the instructions for use (IFU) without any difficulty. The access site was the radial artery, and no resistance, excess force, or tracking difficulty occurred while advancing through the vasculature. The intended procedure involved the left anterior descending artery, where the lesion showed mild calcification and no vessel tortuosity. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.